Manufacturer narrative:
This MDR is related to ge healthcare. Intensifier. The ge service rep replaced the intensifier. The system operates as intended.

Event description:
The customer reported that the system had a problem with the intensifier. No patient injury was reported.